Manufacturer narrative:
P-cap locked in place properly during testing. After multiple battery installations and monitoring unit, unit remained on blank display. Unable to download history files and traces using thump software and unable to retrieve software version due to display anomaly and corrupted files. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to blank display. Unable to test for any battery anomalies due to blank display. Proceeded by cutting unit open and performing visual inspection of connectors and electronic assembly. No moisture damage or unplugged connectors were noted on electronic stack during deconstructive analysis. Isolate to electronic assembly. Unit was also received with: cracked case (battery tube), cracked case-corner of belt clip rails, battery tube threads - cracked, cracked case, keypad overlay texture damage, missing display window/cover, cracked keypad overlay, stained keypad overlay, broken belt clip rails, scratched case, and pillowing keypad overlay. In conclusion, customer's allegations of replace battery alerts were unknown when unit remained on blank display after multiple battery installations and being monitored. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a replace battery alert. The customer reported no adverse event. The event involved product(s) mmt-1780kpk. Troubleshooting was performed for the replace battery alert, and the serialized device was replaced. This was the second occurrence of receiving a replace battery alert without receiving a low battery warning. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1780kpk was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.